Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited different longevity estimate from magnet rate. Data analysis showed the device has 19 resets which may have occurred during implant while the device was attempting to detect a lead. The last reset was a rate fault reset. The resets have no bearing on the device longevity issue as the behavior seen was caused by the device bin hopping due to the relatively high auto capture thresholds. Boston scientific technical services (ts) recommended turning off automatic capture (ac) to a permanent pacing output and have the device recheck after a month. The device was reprogrammed. No adverse patient effects were reported.